Manufacturer narrative:
The device will not be returned for further investigation by the manufacturer. In addition, no lot number was reported to conduct a device history review (DHR). No additional information is available at this time.

Event description:
The manufacturer received a user facility medwatch (uf/importer reporter: (B)(4)) in regards to a transpac IV monitoring kit. The reporter stated that while rolling a patient for skin care and turn, the arterial line stopped reading on the monitor. When the patient was returned to supine position, the arterial line was found to be disconnected at the blood collection port. There was patient involvement however there was no harm reported. No additional information is available at this time.